Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a missing small part covering the hinge. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the ceramic insulator interface. Broken piece are missing as a result of breakage. Size of missing piece is approximately 7.7 mm x 2 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additional: a detached fragment is missing as a result of breakage. Size of missing piece is approximately 7.7 mm x 2 mm. The complaint was not confirmed by failure analysis. The probable root cause is attributed to the user.